Event description:
Initial reporter: (B)(6). Description of event: the screen was out of order, and the image was blurred. This report reflects information received by FDA of a form of a notification per 803.22 (b)(2).